Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the pinnacle liner became disassociated from cup. Metal head rubbed on cup and damaged cup and stem trunnion. Metal debris was found, all components revised. Patient had previously complained about pain. Doi: (B)(6) 2012; dor: (B)(6) 2018; right hip.